Event description:
It was reported that approximately five years after the placement of the port device for chemotherapy and during a routine follow up computed tomography (CT) examination, an alleged catheter fracture with migration was identified. Reportedly, the first part the port body and the subcutaneous portion of the catheter were in the patient¿s right anterior chest wall and at the level of the right supraclavicular region, respectively, however, the tip of the migrated catheter was located in the right ventricle while the proximal end was located in the brachiocephalic vein, held in place by a partially calcified fibrin sheath. It was further reported that approximately six months after the CT examination, the patient was reportedly stable with a well healed scar over the site of implant and auscultation did not reveal any cardiac murmurs. Reportedly, the port and the migrated catheter were removed from the patient, however, the patient status is unknown after the device removal procedure.

Manufacturer narrative:
Manufacturer review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp with groshong catheter in two segments device was returned for evaluation. Functional and dimensional evaluations were performed. A full circumferential break was noted 2.6cm on the catheter away from the cathlock. The investigation is confirmed for subsequent leak with embolism, as the catheter leaks at the breaking point and the breaking edges were rounded slightly. Although a definitive root cause could not be determined, catheter flexural fatigue during routine use, and/or catheter embrittlement due to chemical degradation could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 03/2028).

Event description:
It was reported that approximately five years after the placement of the port device for chemotherapy and during a routine follow up computed tomography (CT) examination, an alleged catheter fracture with migration was identified. Reportedly, the first part the port body and the subcutaneous portion of the catheter were in the patient¿s right anterior chest wall and at the level of the right supraclavicular region, respectively, however, the tip of the migrated catheter was located in the right ventricle while the proximal end was located in the brachiocephalic vein, held in place by a partially calcified fibrin sheath. It was further reported that approximately six months after the CT examination, the patient was reportedly stable with a well healed scar over the site of implant and auscultation did not reveal any cardiac murmurs. Reportedly, the port and the migrated catheter were removed from the patient, however, the patient status is unknown after the device removal procedure.